Manufacturer narrative:
(B)(4). The band was returned in three (3) parts. In addition, the velocity port with the locking connector attached and 47 cm of catheter connected to the port with the connector sleeve floating on the catheter and detached from the balloon were returned for analysis. The velocity port was in lock position with hooks deployed. Biological debris was observed in port mechanism. Bloodstains were observed in the catheter and on the balloon. Functional test could not be performed on the balloon due to the condition in which it was returned. The complaint cannot be confirmed, the band was returned with excessive damage which could not allow for functional testing. However, it is noted that band slippage is a recognized adverse event associated with gastric banding. Its causes and consequences are outlined within the instructions for use.

Event description:
The customer reported use of out of date stock by one day actifuse (B)(4) refills. During two spinal infusions the following occurred: four packs of products with an expiration date of 27-sept-2010 were used on (B)(6)-2010. Additional information from baxter (B)(6) was received on (B)(6)-2010 indicating that there were no negative consequences to the patients.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that post implant of a realize adjustable band that was implanted in (B)(6), the patient presented with dysphagia and vomiting. A CT scan revealed a gastric obstruction secondary to a herniation. The band had slipped with stomach herniation. The patient had the band adjusted at various facilities. The last adjustment was done on (B)(6) 2010 where 4 ccs were removed. The band and port were removed during an emergency laparoscopic procedure. The were no reported patient complications.